Manufacturer narrative:
Correction: added manufacturing information in section d3. Added date of return in section d9. Corrected aware date in section g3 from 3/28/2024 to 3/20/2024. Summary of section h11 was revised. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/1/2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that there was an abrupt power off found in the log, as reported by the end user. A 77.6 ml infusion was ran on the pump instead of a 100 ml infusion, resuming the pump's current parameters with a vtbi of 77.6 ml with a rate of 1.7 ml per hour. The infusion successfully completed without the pump powering off, not confirming the reported condition by the end user. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on (B)(6) 2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that there was an abrupt power off found in the log, as reported by the end user. An abrupt power off can be seen below on event line 575 by the "log_event_on" code without an "log_event_off" code before it: "event 573: log_event_timpstamp time: (B)(6) 2020 20:27:53 eventbytes: (B)(6) 20 20 27 53 e3 event 574: log_event_timpstamp time: (B)(6) 2020 21:27:56 eventbytes: (B)(6) 20 21 27 56 e7 event 575: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 576: log_event_message time: 165:30:58 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 30 58 ff ff 00 80 0f event 577: log_event_off time: 165:30:58 rmp: 216660 reason: log_off_cause_shut eventbytes: 01 30 58 03 4e 54 2e 5c event 578: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 579: log_event_message time: 165:08:41 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 08 41 ff ff 00 80 d0 event 580: log_event_off time: 165:08:41 rmp: 216660 reason: log_off_cause_shut eventbytes: 01 08 41 03 4e 54 2e 1d event 581: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd ". Functional testing did confirm the reported condition but was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/20/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.